Event description:
It was reported that during a da vinci si thyroidectomy procedure the 5mm maryland dissector instrument made contact with the 5mm introducer, causing the instrument shaft to peel away. The planned surgical no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the black tube insulation is damaged at the distal end. The insulation is gouged on one side and has an .080 x .070 and .040 x .060 pieces missing approximately 4.25 above the snake wrist. No other damage was found. On (B)(4) 2012 intuitive surgical received an email response from (B)(6), the surgical practitioner and robotics nurse at (B)(6) indicating that damage to the 5mm maryland dissector instrument was noted at the end of the planned surgical procedure and no fragment(s) from the instrument fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2012, isi received additional information from the site indicating that fragments from the shaft of the reported instrument fell into the patient. On (B)(4) 2012, isi contacted the clinical sales representative and he indicated that at the time of the initial report, there was no confirmation from the site that any fragments from the instrument fell into the patient, however, the site indicated that they were concerned about the potential of fragments falling into a patient. Isi contacted the customer on (B)(4) 2012 to verify additional details concerning the reported event. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.